Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was caused by the failure of the main board, but the cause of the failure of the main board could not be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the e101 which indicated that the temperature inside of the subject device was increased and the safety mechanism was working occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus china (osh). Osh checked the subject device and found that the reported phenomenon was duplicated due to the failure of the main circuit board, and the examination lamp did not light up due to failure of the failure of the main circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.